Event description:
It was reported that, one post-implant of this inflatable penile prosthesis (ipp) device, the device would no longer inflate. Two months later during clinical and radiological evaluation, the physician found a kink in the tubing between the reservoir and the pump. A revision surgery was performed in which the tube was repositioned; all the components remain implanted and working. There were no patient complications reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.